Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that a patient presented during the follow-up. Lead dislodgement was observed. The screw was unable to extend and retract. The lead was explanted without complications.